Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es helmar refrigerator was blowing hot air. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care while removing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem, section d medical device brand name, medical device catalog, unique identifier (UDI), medical device serial, medical device model, concomitant med prod data and section h device manufacture date a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer communicated with team and confirmed that orange appliance repair was the provider assigned to the repair under work order. The engineer then contacted customer, who stated had received background checks for two individuals from orange appliance repair, but the tool list was incomplete. The engineer followed up with customer for clarification. The customer also contacted their coordinator to determine the cause of the delay and will reach back out. No additional information was available.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was blowing hot air. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care while removing medication. There were no adverse events or injuries reported based on this event.